Event description:
During a ptca procedure, the balloon of the quantum maverick monorail ptca catheter ruptured at 18 atms on the second inflation post stenting. The number of atms reached on the initial inflation is unknown. The lesion being treated was a calcified, 99% stenotic lesion is a highly tortuous proximal-mid left anterior descending (lad) coronary artery. It is further reported that the physician implanted a cypher 3.0 x 23 mm stent after inflation with a quantum maverick 25mm x 3.0mm. The procedure was successfully completed with hinode 3.0. No patient injuries or complications were reported. Patient status is reported as 'good'.